Event description:
A consumer implanted for spinal pain reported that following an MRI on (B)(6) 2016 they were unable to turn stimulation back on, had no stimulation, and were seeing the "charge neurostimulator battery" screen on the patient programmer (pp). Troubleshooting was performed and the consumer was able to initiate a recharging session with full coupling. It was reviewed with the consumer the implant needed to be charged to at least 25% before stimulation could be turned on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.